Event description:
The physician reports that the crystalens became stuck in the crystalsert lens injector system. Intervention was performed in order to enlarge the incision and remove the damaged lens. A new crystalens was implanted successfully. Reference MDR: #2031924-2009-00055.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens was returned to b&l for evaluation and subjected to visual examination. The investigation revealed no visible defects. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system, where the plunger overrode the lens.